Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This complaint is related to glow study 510-068. It was reported that 42-year-old female patient underwent primary breast augmentation with 150cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade IV postoperatively. As a result, the device was explanted, and replaced with catalog number 3501751bc (B)(4) on (B)(6) 2018.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).